Event description:
Vns pt underwent generator replacement surgery due to device migration. The pt had lost 40 pounds (this was a planned weight loss) and because of this weight loss, the device had migrated and was causing pain to the pt. The pt weight before or after the loss was not available in treating neurosurgeon's records.